Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder ("menstrual issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent explant due to complications from the essure device). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 28-feb-2018: summons received: event "personal injuries" replaced with events menstrual issues, post-implant pregnancy and migration of the device were added. Suspect drug start date added. Relevant lab data added. Case category changed from invalid to valid. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and pregnancy with contraceptive device ("post-implant pregnancy /pregnancy (with complications),") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no /she did not underwent any essure confirmation test" and device ineffective "device ineffective". The patient's medical history included cesarean section and miscarriage. Concomitant products included intrauterine contraceptive device (iud nos) since january 2011 for contraception as well as paracetamol (acetaminophen) since 2010. On an unknown date, the patient had essure inserted. In january 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), pelvic pain ("pain") and depression ("psychological or psychiatric problems-depression"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent explant due to complications from the essure device/surgical removal of coils). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, pelvic pain and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2011. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion was not captured as there is discrepancy between pregnancy and insertion date. On (B)(6) 2010, has appointment to get essure. Will go for essure and take ocps for 90 days then test for tubal patency (per mr). She and her husband strongly desired tubal ligation, as she had had a failed iud pregnancy as well as a failed essure tubal ligation pregnancy. Do you allege that essure caused birth defects? Yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device was successfujly occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Added event depression. Reporter's information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and pregnancy with contraceptive device ("post-implant pregnancy") in a 24-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's past medical history included cesarean section. Concomitant products included paracetamol (acetaminophen) since 2010. On an unknown date, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and pelvic pain ("pain"). On (B)(6) 2011, 1 year 4 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent explant due to complications from the essure device/surgical removal of coils). Essure was removed in (B)(6) 2011. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety and pelvic pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2011. The reporter considered anxiety, device dislocation, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion was not captured as there is discrepancy between pregnancy and insertion date. On (B)(6) 2010, has appointment to get essure. Will go for essure and take ocps for 90 days then test for tubal patency (per mr). She and her husband strongly desired tubal ligation, as she had had a failed iud pregnancy as well as a failed essure tubal ligation pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 5-sep-2018: plaintiff fact sheet and medical records received: new reporters added. Patient demographic information and patient relevant history added. Essure removal date ((B)(6) 2011) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mental anguish, pain, essure confirmation test: no added. On (B)(6) 2018: fu 2 and fu3 processed together incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.